Manufacturer narrative:
It was reported that the pressure line pops out easily by itself from the connection port on the y-piece. The root cause could not be determined since no product was returned for investigation. (B)(4).

Event description:
It was reported that the pressure line pops out easily by itself from the connection port on the y-piece. Ther was no patient harm. Manufacturer ref. #: (B)(4).